Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated vitek®2 gp test kit (reference 21342). The customer reported identification problems with streptococcus pneumoniae. The customer tested the streptococcus pneumoniae atcc49619 and report one test result with no identification, and one test result as streptococthoraltensis. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to a misidentification of streptococcus pneumoniae atcc 49619 on the vitek®2 v7.01 gp ID card. The expected identification to s. Pneumoniae was confirmed on vitek ms v3 ( knowledge base v3.0). On the vitek 2 (v7.01) gp card, one card of customer lot n1 (cl1: 2420314203), one card of customer lot n2 (cl2: 2420563203) and one card of a random lot (rl: 2420571103) were tested from tss subculture. These tests gave a very good identification to s. Pneumoniae with all lots. The customer misidentifications were not reproduced in-house on three lots tested. Note: organisms used for qc testing (such as s. Pneumonia atcc 49619) do not necessarily need to give the correct identification; instead, the purpose of testing a qc organism is to check well reactions. A review of the lab reports submitted by the customer demonstrated multiple atypical reactions for an identification of s. Pneumoniae according to gp knowledge base. An increased number of atypical reactions can indicate contamination, mixed culture, reduced strain variability, use of non-recommended media, or other set up errors. The vitek 2 gp card performed as intended and no further action is required.